Manufacturer narrative:
Pending evaluation.

Event description:
Index surgery: (B)(6) 2015. Revision due to loosening.

Event description:
It was reported that a 62 y/o female patient had a revision of shoulder components due to loosening approximately 18 months after the initial implantation. No other information was reported. This is one of five products involved with the reported event and the associated manufacturer report numbers are 1038671-2018-00342, 1038671-2018-00343, 1038671-2018-00344, 1038671-2018-00345 and 1038671-2018-00346.

Manufacturer narrative:
Section h3: all patients should be instructed on the limitations of the prosthesis and the possibility of subsequent surgery. The patient should be cautioned to monitor activities and protect the replaced joint from unreasonable stresses and follow the written instructions of the physician with respect to follow-up care and treatment. Patients must be informed that their weight and activity level may affect the longevity of the implant. Patients should be advised to report any pain, decrease in range of motion, swelling, fever, or unusual sounds as this may indicate positional changes in the implant that could lead to premature failure. Upon review of all available information, the "revision due to loosening" was likely the result of an insufficient bond between the implant and bone, which led to the aseptic (non-infected) loosening. However, this cannot be confirmed because the devices were not available for evaluation, and adequate information has not been provided. This device is used for treatment not diagnosis. No information, asked not provided.